Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a heating sensation with the implantable pulse generator (ipg). To address this, the patient underwent a revision procedure in which the ipg was removed and replaced. The patient is recovering well postoperatively. The explanted ipg was discarded by the medical facility.